Event description:
Pt having cholecystectomy and cholangiogram. After removing the cautery plate from the left thigh. There was a rectangular area te size of the plate that was reddened and some skin adhered to pad.